Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar eco catheter. Foreign material was noted on the shaft of a soundstar catheter during removal from it¿s packaging. It appeared to be tape. There was no noticeable damage to the catheter. The catheter was not used on the patient. The catheter was replaced and the procedure was continued. The procedure was completed with no patient consequence. Complaint product was inspected and it was found in normal condition. No foreign material was found on the catheter. The customer did not return the original package. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/30/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar eco catheter. Foreign material was noted on the shaft of a soundstar catheter during removal from it¿s packaging. It appeared to be tape. There was no noticeable damage to the catheter. The catheter was not used on the patient. The catheter was replaced and the procedure was continued. The procedure was completed with no patient consequence. This event has been assessed as a reportable malfunction as foreign material found adhered to the catheter within the usable length, may pose a patient risk such as embolism.